Event description:
It was reported that the patient presented for a follow-up. It was found that the left ventricular lead had pulled back from the lateral vessel to the main body of the coronary sinus. The patient was scheduled for revision, and the lead was explanted and replaced. There were patient consequences reported. Further information was requested but not received.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.

Event description:
New information received notes that the dislodged lead failed to capture.